Event description:
This lead was explanted due to dislodgement. The patient underwent a mammogram. Immediately post scan, the patient felt different and it was detected that the lead had dislodged. The patient said the technician was extremely rough during the mammogram. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found cut 7 cm distal to the is-1connector pin. A proximal and distal lead fragment was received for analysis. The analysis revealed 29 cm proximal to the lead tip cuts into the insulation, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.